Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as headache and not feeling well. Customer treated with manual injection. Customer's blood glucose value was 471 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Customer declined to troubleshoot for high readings. Troubleshooting was performed, but was not completed as call was dropped. Insulin pump would be replaced.

Manufacturer narrative:
The pump functioned properly during functional checks including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating current measurements were normal. The pump functioned properly during performing the filling cannula, however, there was no feature fixed prime mode on this 751 pump model. The pump passed the delivery accuracy test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.